Manufacturer narrative:
Investigation is not complete. Event device code is addressed in the package insert. Additional information has been requested. Trends will be evaluated. Due to hospital closing, a medwatch 3500a is not available from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2008-00210, 00212.

Event description:
Allegedly failed cup and stem. No bony ingrowth.